Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were noted. The device was not returned for evaluation. Based on the information received, the root cause could not be determined.

Event description:
It was reported during surgery, when using the cannulated frag-loc screw driver (part number 80-0758) to tighten the frag-loc screw, the driver tip broke off, and the fragment had to be removed from the screw head. A standard 1.5 hex driver was able to be used to complete the surgery. The surgery was not prolonged, and there were no adverse patient consequences. This report is related to report numbers 3025141-2024-00059 and 3025141-2024-00061 for the driver and other screw involved in this event.